Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed, requires maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 7 in the auxiliary cabinet had not been detected on the bus. Access to the hardware test application had not been possible due to the va password. A field service engineer (fse) replaced the controller card and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.